Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found foreign material on groove or gap of the distal end noted to be due to insufficient cleaning (handling problems). Distal end has foreign material or stain. Furthermore, the following defects were identified during device inspection: due to wear of forceps elevator (fe) lever, up/down knob cannot be locked securely. Due to wear of forceps elevator, the fixing force of guide wire does not meet the standard value. Air/water (aw-cylinder) has discoloration. Forceps channel port has corrosion. Due to deformation of el-connector guide pin, water tightness is lost. S-connector has corrosion. Sheet holder unit has corrosion due to water leakage. Due to shortcut of scope ID cable, endoscope connector gets warm. ID-cover has corrosion due to water leakage. Plate has corrosion due to water leakage. Cover joint has discoloration due to water leakage. Due to damage on ultrasonic cable, the number of missing element exceeds the standard value. Due to damage on ultrasonic cable, displayed ultrasound image is defective with missing elements. Distal end is deformed and shaved. Objective lens has a scratch. Grip has a scratch. S-body has a scratch. Connecting tube has a scratch. Adhesive around objective lens has wear. Connecting tube has a buckling. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Usc case has discoloration. Ultrasonic connector has corrosion due to water leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During repair estimate inspection with no complaint noted from the customer, service repair found foreign material on groove or gap of the distal end. Distal end has foreign material or stain. This report is being submitted for foreign material on groove or gap of the distal end (insufficient cleaning (handling problems). No harm was reported. No patient harm, no user injury reported.